Event description:
The customer reported occlusion alarms. These alarms resulted in the customer's blood glucose level rising to 525 mg/dl, indicating a significant impact. To address the high blood glucose level, the customer administered a correction injection and a correction bolus with their pump. They also changed the infusion set and cartridge to continue their insulin therapy without external assistance. No recurring occlusion issues were reported, and the case was closed by cts after resolution steps were completed.